Event description:
It was reported that intermittent occlusion alarms occurred. The customer did not have an alternate method of insulin therapy available but is talking with their health care provided to obtain an alternate method of insulin therapy. There was no reported adverse impact to the customers blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.